Manufacturer narrative:
G4: 28mar2020, b4: 31mar2020. The pcba (printed circuit board assembly) and the da (data acquisition) to mc (motor controller) pcba cable were returned for analysis. A visual inspection of the returned components were performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the no faults were found. Failure investigation could not replicate problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event : (B)(6) 2020, date of report: 28jan2020.

Event description:
The customer reported that the ventilator screen went black and was inoperable. There was no patient involvement. The fse (field service engineer) evaluated the device and found the "da pcba adc (data acquisition printed circuit board assembly analog to digital converter) failed" diagnostic code in the error log. The service technician replaced the da pcba and the da to mc (motor controller) pcba cable and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.